Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not be turned on. Review of the system log file showed 'post failed' error. During troubleshooting, the fse found that the mpdu failed. The fse replaced the mpdu. After replacement of the mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device turned off and would not turn back on. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the power distribution unit. The device was returned to expected functionality.